Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: event occurred on an unknown date in 2022. 510k: this report is for an unknown screw: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2022, a non union of a femoral shaft fracture was performed. A rafn nail and 2 interlocking screws were extracted and a plate was placed. Additionally, the threads on threaded extractor were damaged during extraction. There was no surgical delay. Procedure was completed successfully. Patient outcome is stable. No further information is available. This report is for an unk - screw: locking. This is report 2 of 3 for (B)(4).